Event description:
This lead was explanted on (B)(6) 2011 due to infection. The procedure was done by dr. (B)(6). No other information known this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).